Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there were marks resembling water stains on the surface of the subject device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to d8, h3, h4, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Water spots were found after high temperature and high-pressure steam sterilization. This event occurs because water droplets are adhering to the insertion tube. The spots were able to be wiped clean by using 75% or 99% alcohol. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined since no device problems were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information reported by the customer.